Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Date of event: unknown. Explant date: na. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(6).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.00/+2.5/101 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2017. The reporter indicated the patient had significant reduction of endothelial cell count or significant endothelial cell loss over a period of 3 years. The surgeon has decided to leave the lens implanted and the patient will be monitored. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.